Event description:
MFR received a report of a pt who suffered from alzheimers disease, catching his finger in the frame mechanism of a recliner. This incident resulted in a finger being fractured and lacerated. No malfunction has been reported and the recliner is still in use.